Event description:
It was reported that the physician stated he gets "a patient back every week" presenting with restenosis of a taxus liberte stent. No additional information was able to be obtained.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore. A failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).